Event description:
It was reported that gauge inaccuracy occurred. The 100% stenosed target lesion was located in the mildly calcified artery. An encore 26 inflation device was selected for use. During the procedure, it was noted that when pressure was applied, the pressure gauge did not show an increase, but the balloon was inflated. The procedure was completed with another of the same device. There were no patient complications reported.